Event description:
The initial reporter alleged a suspected false positive result for hiv-1 using the kit cobas 6800/8800 hiv 96t ivd assay on the cobas 6800 instrument. The allegation involves a patient who had received chimeric antigen receptor (car) t-cell therapies. Following the first car t-cell therapy, the hiv-1 test results were weakly positive on multiple occasions. On (B)(6) 2025, the hiv-1 test result was 40 copies/ml. On (B)(6) 2025, the hiv-1 test result was 62 copies/ml. Testing with the anti-hiv combo test yielded a negative result.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 hiv 96t ivd assay was functioning as intended, and no product issues were identified. The investigation was limited as the customer did not provide the requested data or additional information. A review of complaint history could not be conducted due to the absence of a lot number. A definitive root cause for the reported event could not be determined based on the available information.